Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/26/2016. The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings. There were frequent battery life related alarms observed in the pump's black box. The pump's electrical current draws were high. When the u10 component was replaced, the current draws returned to within specification.

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.